Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a broken head brush was found broken inside the channel. A broken strand of the bending section was found. The brush was able to be removed safely. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that a cleaning brush tip was broken off the brush body and was stuck inside the channel during reprocessing. Several attempts were made to retrieve the brush tip without success. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include: the cleaning brush used by the user was deteriorated, so it was damaged, and a part of the damaged cleaning brush was caught in the forceps channel of the scope and remained. An unreasonable force was applied to the cleaning brush during channel brushing, which damaged it. The device evaluation indicated, a cleaning brush was used that was made by another company that may not be compatible with the scope, so it is presumed that the event might have occurred due to the incompatibility of the cleaning brush. The instructions for use (IFU) states: ¿please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 119 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.¿